Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (stsf) and pentaray nav eco catheters and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. On (B)(6) 2019, clarification was received from the biosense webster inc. (Bwi) representative that smoke is a general term the physician used to describe slow sluggish flow of blood in the left atrium visualized with echocardiogram, intracardiac echocardiography, and transthoracic echocardiograms. The bwi product analysis lab (pal) received the device for evaluation on (B)(6) 2019. Upon initial visual inspection, no visual damage or anomalies were observed. This report have been updated. The investigation analysis completed on (B)(6) 2019. The device was visually inspected and it was found in good condition. The magnetic sensor was tested on carto. The catheter was properly visualized and no errors were observed. The force sensor was tested and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. No code available was used to represent surgical intervention. Biosense webster manufacturer's ref. No.'s 2029046-2019-02677 are related to the same incident. Concomitant products: baylis transseptal needle (model# unknown, lot# unknown); carto® 3 system (model# unknown, serial# unknown). Manufacture ref no: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (stsf) and pentaray nav eco catheters and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After mapping, prior to ablation, the physician had difficulty placing the coronary sinus (cs) catheter into position, so the catheter was removed and placed in the right ventricle (rv). After going transseptal, the pentaray nav eco catheter was used for mapping the left pulmonary veins. The pentaray was then exchanged for the stsf catheter. When the ablation catheter was placed in the left atrium (la) the physician saw movement. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Heparin was reversed. The patient was transferred to the operating room (or) to repair the perforation in left atrial appendage. The patient required extended hospitalization in the intensive care unit (ICU) after surgery. The patient¿s outcome was unknown. Physician¿s opinion regarding the cause of the adverse event is that it probably occurred while doing the voltage map with the pentaray nav eco catheter or when inserting the stsf catheter. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. The stsf catheter was not in close proximity to another catheter. The carto® 3 system did not indicate to re-zero the catheter. However, the catheter did zero after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). Transseptal puncture was performed with a baylis transseptal needle. The generator was in power control mode. However, no ablations were performed. The catheter irrigation was set within nominal settings for the stsf. Per the physician, the issue could have occurred either while using the pentaray nav eco catheter for mapping or while inserting the stsf catheter. Therefore, this event will be reported under both products.